Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while firing clips, clips fell into patient cavity and was retrieved by using a grasper. It was also reported that some of the clips were malformed. Another clip applier was used to complete the case. There was no patient injury.